Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 20 mmol/l (360 mg/dl) while using the infusion sets and at times the cannula was kinked near the adhesive. The patient noticed the issue within an hour of use. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.